Event description:
The event is reported as: alleged issue: the clip closed fine after the pt went through surgery. However, while in the recovery room, the clip came off the vessel. Staff had to resuscitate the pt and the pt's conditions was reported as doing fine.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report.